Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 505da20 heart valve implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture. High pacing impedance was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.